Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 2/13/2013, electrode belt: 10/30/2009.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient's date of passing is not known and the last date that the patient was wearing the lifevest was (B)(6) 2021. It was reported that the patient was in the hospital at the time of passing, however no further details surrounding the patient's passing are known at this time. At 22:22:16 on (B)(6) 2021, an arrhythmia was detected by the lifevest. The patient's rhythm at this time was ventricular tachycardia at 160 bpm with motion artifact. At 22:22:18, the lifevest was powered down while the patient's rhythm was still vt at 160 bpm. This event is being reported out of an abundance of caution as it is not known who powered down the lifevest and the patient passed away.